Event description:
During a device interrogation, an alert for decreased pacing impedance and increased thresholds were observed. Noise leading to oversensing was also noted. At explant, insulation damage with externalized cables was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 11cm to 12cm from the distal end. External and internal abrasion were also found between 13.2cm to 14cm from the distal end. The ptfe of the rv cables were compromised and could cause noise and oversensing problems.